Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clips were malformed. Another device was opened to complete the case. There was no consequence to pt.